Event description:
It was reported that the right ventricular (rv) lead might be cracking as patient's device was checked due to patient missed 5 beats during procedure. Boston scientific technical services (ts) referred the patient to physician. This lead remains in service. No adverse patient effects were reported. Additional information received which indicates that this rv lead was explanted and replaced with different model. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the right ventricular (rv) lead might be cracking as patient's device was checked due to patient missed 5 beats during procedure. Boston scientific technical services (ts) referred the patient to physician. This lead remains in service. No adverse patient effects were reported. Additional information received which indicates that this rv lead was explanted and replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead might be cracking as patient's device was checked due to patient missed 5 beats during procedure. Boston scientific technical services (ts) referred the patient to physician. This lead remains in service. No adverse patient effects were reported.